Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaints database was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the investigation has been completed. Evaluation: method - process evaluation.

Event description:
The user reported that the roller clamp malfunctioned on three cases in a row. No further info was provided. No harm or injury was reported. This is one of thee reports for this complaint. 1721504-2011-00367 - this report, 1721504-2011-00377, 17215044-2011-00378.